Event description:
Customer called to report that the coulter ac.t diff2 analyzer produced high hemoglobin (hgb) results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue, which did not resolve the issue. On (B)(4) 2012, the field service engineer (fse) inspected the instrument onsite, and found that the wbc (white blood cell) bath was overflowing. Please note that an additional medical device report was submitted to document this event. On (B)(4) 2012, customer reported that the baths were overflowing and that the vacuum isolation chamber (vic) was full. The cts instructed customer on how to drain the vic, change the green filter, check and adjust the hgb voltage, clean the outside of the wbc bath and conduct a startup, which passed. Customer called back to report an ongoing issue with the baths overflowing. The cts instructed customer to drain the diluter, but neither of the baths was draining; the waste filter had already been replaced. A service call was generated to repair the issue. On the same day, the fse inspected the instrument and found that both baths and the vic were full. The bath draining error could not be reproduced; all baths drained properly when drained in the diagnostic screen. The fse drained and cleaned the vacuum trap, replaced the green filter, cleaned the bath area and hgb lamp, and reset the hgb gain. The fse found that the white waste filter was installed backwards by customer; the fse then reinstalled the waste filter properly. The waste pump was replaced as a precaution. Shutdown, startup, and all quality controls were run without error. The repairs were verified per established procedures and the results met published performance specifications. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause for the overflow of the baths is attributed to the improper positioning of the waste filter by customer. The issue was resolved with the repositioning of the filter and the other services performed by the fse. Please note that an additional medical device report was filed based on the same set of events as MDR #1061932-2012-00508. (B)(4).